Manufacturer narrative:
At this time, product has not yet been returned. There was no indication that the product did not meet specification. Sensor kit expiration date is (B)(6) 2022. The adverse event associated with this report occurred on (B)(6) 2023, which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported an unspecified low sensor reading. Customer experienced loss of consciousness, but reported they were able to self-treat by drinking juice, taking 4 grams of sugar, and eating every hour. No further treatment was reported. There was no report of death or permanent injury associated with this event.